Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse, enterocele, cystocele and rectocele. It was reported that patient underwent mesh removal on (B)(6) 2006 due to pain and erosion.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.